Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the maryland bipolar forceps had physical damage. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-apr-2026: the failure was identified prior to start of the procedure on (B)(6) 2026. There was a broken wire found on the distal end of the instrument. There was no unintuitive motion observed with the instrument during its last usage on (B)(6) 2026. There was no static motion. The instrument did not arc, smoke, spark, or have any signs of thermal damage. There was no loss of cautery. No material was found broken off or detached from a portion of the device that enters the patient¿s body. The instrument was not stuck shut on patient¿s tissue. The instrument release kit (irk) was not used and there was no need to remove the instrument and cannula together. Port incision was not increased and there was no need to open another port incision.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.